Event description:
On 16/jun/2026, it was reported that this patient on peritoneal dialysis (pd) had peritonitis since(B)(6) 2026. There were no reported allegations that the event was caused by fresenius products. In additional follow-up call on (B)(6) 2026, the pd nurse confirmed that on (B)(6) 2026 this patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent. The patient had a pd culture obtained. Which was positive for growth of neisseria species and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy utilizing intra-peritoneal (ip) ceftazidime 2 grams daily for 3 weeks. The patient is recovering from the event and continues pd with the same cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique as patients were not wearing a mask during the pd exchange.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture was positive for growth of neisseria species which is a known bacterium that can colonize the human oropharynx. Based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique by not wearing mask during the pd exchange.